Manufacturer narrative:
The covidien field service support team evaluated the returned component, and verified the reported malfunction. The unit was powered up and passed power on self-test (post). It was observed that the alarm light emitting diode (led) light was constantly on. The unit was power cycled into the service mode, and it showed a constant high value for alarm silence button input. Per the investigation results, the down arrow button and the alarm silence/ reset button were found to have a short. (B)(4).

Event description:
It was reported by a customer in the USA that an ht70 ventilator experienced an unresponsive touch screen, down arrow, button. There was no patient involvement.